Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to sections a2: age, a3a: sex, b2, h6: health effect - clinical code, g2, h10, and to attach mw5167024.

Event description:
On 10mar2025 terumo medical received FDA medwatch report # mw5167024: "at conclusion of pci (percutaneous coronary intervention) cath lab procedure when placing terumo angio-seal vip closure device, it broke. In removing the groin sheath and advanced a 6 french angio-seal sheath into the artery over the wire without issue. On removing the dilator, the angio-seal sheath fractured into several pieces (2 external to the patient, one under the skin in subcutaneous tissue, others in unknown location presumably intra-arterial. Patient needed right femoral exploration, repair of artery, and removal of closure device -proceeded emergently to the or (operation room) for vascular surgery. During surgery it was confirmed the device had broken off once it was already intra-arterial. Three pieces of the device were removed with the aid of fogarty balloon catheter. Those 3 were compared to an intact closure device and confirmed all pieces had been removed. Patient had lengthy recovery, in part due to comorbidities. Devices removed from inventory, no further use. Learned when exposed to light it becomes brittle. It was reported that manufacturer has created new devices with heat/light protective coating to prevent this concern. All old devices pulled and replaced with newer type. Patient demographics patient age 79 male. Health effect: vascular dissection."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Two photos were provided, and the hemostasis sheath and packaging were identified. The hemostasis sheath was found to have been broken in multiple locations and was covered in visible signs of blood. No other damage or issues were identified. The complaint was confirmed for sheath breakage and dislodgement in the artery. The likely cause was determined to have been sheath breakage due to improper storage as the device was stored in a pyxis system and was likely to have been exposed to lighting during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor inserted the angio-seal device with the dilator. Once the dilator was removed, the sheath disintegrated. Three pieces of the hemostatic sheath went downstream in the vessel and surgical intervention was performed to remove it. The remaining part of the device and anchor were removed from the body. It was later discovered that these units were put in a pyxis machine under light which slightly caused the disintegration of the sheath. The reported event did result in patient injury and require surgical intervention. Additional information was received on 24oct2024: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was in stable condition after surgical intervention to remove the sheaths, vascular. It was confirmed that the products were removed from pyxis light exposure.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director cath lab. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.